Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, and rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior, red particles in shell and gel and red biological tissue in the shell. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, non-penetrating nicks, stress marks, creases fold and wear abrasion. Based on the device analysis the final assessment is an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported left side "implant malposition" and capsular contracture baker grade iii/IV.